Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: feb 12, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that two (2) 3.2mm drill bits broke during surgery. Fragments were generated but were easily removed. The surgery was successfully completed with a five (5) minute delay due to the reported event. There was no patient harm or need for additional medical intervention. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: we have received two drill bits for investigation. The visual inspection has shown that approximately 4 mm from the fluted tip section is broken off. The broken tips were not returned for evaluation. Additionally it is clearly visible that the cutting edges are worn out and damaged. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measured hardness after the hardening procedure was within the specification. Based on these findings we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. It is likely that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.